Event description:
It was reported to tycohealthcare/kendall in 2002 that a customer had a problem with a fastemp thermometer. According to the customer the fastemp on the unit was reading high, patient on the unit rec'd unnecessary antibiotics for 2 days. The patient was unharmed, but the patient's hospital stay was extended. According to the customer the patient never had a fever.